Manufacturer narrative:
E1: (B)(6). H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in israel, it was reported that on (B)(6) 2024 patient have issue of high blood glucose and the treatment required for patient is hospitalization. The nature of treatment is admitted to hospital, and the time and date of hospitalization is (B)(6) 2024. The length of hospitalization is greater than 24 hours and the blood glucose value when patient admitted to hospital is 220 mg/dl and the symptoms patient reported at the time of hospitalization is feeling sick. The customer also tests for ketones and the reason of hospitalization is hypoglycemia & dka. No further information available.